Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's atrial and right ventricular leads were extracted and replaced due to what could be twiddlers syndrome. The atrial lead was dislodged, discovered during routine in-office interrogation. It also exhibited no capture and high impedance. The slack had been pulled out of the right ventricular lead, and this lead also exhibited high capture threshold. The patient was stable. Related manufacturer reference number: 2017865-2019-16425.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 57.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.